Event description:
It was reported that the customer experienced difficulty inserting her insulin infusion set with the serter. The infusion set was adhering to the infusion set and would not insert. The customer's blood glucose was at 545 mg/dl, which she believed was high due to a bent cannula on her infusion set. The customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation per specification and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.